Event description:
The compressor leaks causing a low pressure alarm. The fse notes that the elbow from the heat convector was loose in the head of the compressor. The fitting was tightened, however due to damage to the head the fse will return to replace the compressor. The air inlet was also cross threaded in the pressure tank. There was no pt injury.